Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Without the requested clinical information a thorough medical investigation cannot be rendered. Per complaint details, the broken sutures were removed from the patient. It further states that the patient was stable. Should any additional clinical information be provided this complaint will be re-evaluated. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that the during arthroscopy procedure, the type of graft used for the surgery was autologous hth with a length of 85mm and a diameter of 10mm each bone plug with a length of 20mm. To suspend the graft, the specialist decided to place endobutton btb. In order to suspend this device through the femoral tunnel, the use of strong sutures was necessary. During the suspension of the device at the time of verifying if the plate was attached to the cortex, the ultrabritte suture is broken in 2 parts. The pieces were removed. To complete the procedure, the doctor maneuvered to finish suspending the graft until the graft was placed in the proper site with the help of arthroscopic forceps. Finally, the specialist verified the tension of the graft and its functionality, concluded by saying that it is fine and fulfills its function. No further complications reported. Patient's condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.